Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: description of event or problem and concomitant medical products. Corrected: device evaluated by MFR and evaluation codes (device code) the previous device code (functional: jammed/seized) is being retracted as it was further identified that no pieces broke off from the instrument. The locking mechanism for the spiral piece of the duraloc cup impactor did not lock properly into the handle to secure the cup. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received indicating that no pieces broke off from the instrument. The locking mechanism for the spiral piece of the duraloc cup impactor did not lock properly into the handle to secure the cup.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. (B)(4). Investigation summary: examination of the returned instrument confirmed the reported observation. The root cause is attributed to inadvertent use error. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the circular adapter does not detach properly from the handle. Sticks in handle. No surgical delay.